Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: first (superior): ifuse implant, p/n 7050-90, lot# 148838, mfd. 11/30/12, expires 2017-11, (B)(4). Second (middle): ifuse implant, p/n 7040-90, lot# 148822, mfd. 11/30/12, expires 2017-11, (B)(4). Third (inferior): ifuse implant, p/n 7040-90, lot# i0254, mfd. 12/18/12, expires 2017-12, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2013 where three implants were placed. The patient later complained of continuing si joint pain. The surgeon initially thought that the implants may have been loose. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the implants. All the implants were solidly fixed in bone and required considerable effort to remove them with chisels. The surgeon no longer believes that the implants were loose. The status of the patient following the revision procedure is not yet known.